Event description:
Caller states that the tube was inside of a patient and the cannula and the flange separated into two pieces. She said that this occurred while the ventilated patient was coughing hard, and the product just separated into two pieces. The caller reported that the nurse was able to remove both pieces of the tube and there was no obstruction left in the patient. The caller reported that patient was then transferred to the emergency room and the tube was successfully replaced without further incident to the patient.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.